Event description:
It was reported the device exhibited a system fault error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the syringe port and window to be cracked. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported issue; however, error code 112 was found upon power up. It was determined that the most probable cause was due to an intermittent motor. The motor was replaced. The service history review found the last service was in due to the 'push rod not going down'.